Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 9:12 a patient desaturated and the alarms were silenced once and the monitor in the room did not alarm again for the next desat. The device was in use for monitoring at the time of the alleged malfunction. The patient died expired on the next day ((B)(6) 2017). The customer did not allege that the device was a factor in the patient¿s death.

Manufacturer narrative:
The philips field service engineer (fse) went for onsite service. The customer's technician stated that there were other alarms going off at the time of the incident. However, no information was provided which alarms were announced. The fse simulated the spo2 desat alarm and stated that the monitor worked as specified and expected. The monitor alarmed with 5 beeps. The fse retrieved the alarm logs from the central station, as well as the status logs of the monitor and the intellivue multi measurement server x2, and forwarded them to the philips factory for further evaluation. Product support engineering (pse) stated that the information extracted from the logs shows that desaturation-related alarms were generated by the monitor and sent to the central station. Specifically, the alarm log from the central station (piic ix) shows the following alarms on 23-december-2017 for bed 4s427: the results of the investigation were provided to the customer via formal letter of response. No parts were replaced. The product remains at the customer site. The device was working as intended and there was no malfunction of the monitor. After evaluation of the provided central station alarm logs / status logs, philips can confirm that the monitor did alarm. Additionally, the fse found the device to be operating correctly during the onsite visit. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The philips field service engineer (fse) went for onsite service. The customer's technician stated that there were other alarms going off at the time of the incident. However, no information was provided which alarms were announced. The fse simulated the spo2 desat alarm and stated that the monitor worked as specified and expected. The monitor alarmed with 5 beeps. The fse retrieved the alarm logs from the central station, as well as the status logs of the monitor and the intellivue multi measurement server x2, and forwarded them to the philips factory for further evaluation. Product support engineering (pse) stated that the information extracted from the logs shows that desaturation-related alarms were generated by the monitor and sent to the central station. Specifically, the alarm log from the central station (piic ix) shows the following alarms on (B)(6)2017 for bed 4s427: the results of the investigation were provided to the customer via formal letter of response. No parts were replaced. The product remains at the customer site. The device was working as intended and there was no malfunction of the monitor. After evaluation of the provided central station alarm logs / status logs, philips can confirm that the monitor did alarm. Additionally, the fse found the device to be operating correctly during the onsite visit. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.